Event description:
It was reported by service report that the calf supports were not holding. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: lock mechanism.